Manufacturer narrative:
(B)(4). Additional information: radiographic imaging has been received and includes an esophagram from (B)(6) 2019 and a CT image from (B)(6) 2019. Ethicon medical safety officer has reviewed the imaging and both appear to illustrate an intact linx device that is not discontinuous.

Manufacturer narrative:
(B)(6) date sent: 3/22/2021 the linx device was scanned using micro-focus x-ray computed tomography. The device was received in a discontinuous configuration and it appeared that one of the links was cut during the explant removal. Both ends of the discontinuous device were scanned. Visualization of the internal features was made using this technology. These CT scans produced a digital 3d volume reconstruction that could be analyzed non-destructively. The washer through hole and weld ball diameters on both sides of the cut link were measured. The first side: the affected washer through hole diameter was measured with computed tomography (CT). This washer is within specification. The hole appeared to be round and concentric. The weld ball diameter was measured. This diameter is within specification. There is an interference of approximately .004" between the washer through hole and the weld ball on the link. The second side: the affected washer through hole diameter was measured with computed tomography (CT). This washer is within specification. The hole appeared to be round and concentric. The weld ball diameter was measured. This diameter is within specification. There is an interference of approximately .004" between the washer through hole and the weld ball on the link. As per results of the evaluation through hole and the weld ball diameters were observed to be within dimensional specifications. Overall, no analysis conclusions relevant to the patient experience were found. It could not be determined what may have caused the reported event. H11: corrected data = d9.

Manufacturer narrative:
(B)(4). Date sent: 04/29/2020. The DHR for lot 11843 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Event description:
It was reported that ¿a 13- bead linx was surgically implanted on (B)(6) 2017. This linx was subject to recall. The defective linx removed on (B)(6) 2019.¿ patient ¿experienced a severe recurrence of her gerd symptoms and undergo another invasive surgery to remove the defective linx. Additionally, she ¿faces another invasive surgery to fix what she thought had been corrected by the linx.¿ linx device was explanted on (B)(6) 2019.